Event description:
It was reported that the patient presented in clinic after receiving an alert for possible hv lead issue. Excessive current was detected during shock delivery insulation breach suspected. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.